Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 385 mg/dl with ketones. The customer took a manual injection to stabilize bg level. The customer suspected the cause for the high bg was possibly due to a bad site placement. However, it was not confirm. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.